Manufacturer narrative:
(B)(4). Medical devices: unknown tibial component catalog. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02050.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona size e tibia catalog #: ni lot #: ni, zimmer persona ps polyethylene articular surface size 10 catalog #: ni lot #: ni, zimmer nexgen tivanium femur size f catalog #: ni lot #: ni.

Event description:
It is reported that the patient underwent a left knee retinaculum repair two months following her last left knee procedure due to retinacular rupture and increased pain. The patient relayed she had fallen once since her last procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on april 6, 2018 and may 22, 2018 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2018-00580.